Event description:
Customer reported that on (B) (6) 2010, due to his freestyle lite blood glucose meter "reading higher than usual", (no actual readings were reported), customer became unresponsive and subsequently lost consciousness. It was additionally reported this occurred the first time customer attempted to use his meter. Customer was given two ounces of glucose and four glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: multiple, unsuccessful attempts have been made to contact customer to gather additional information regarding this event. Additionally, the serial number of the device involved in this event is unknown. Therefore, the date of manufacture listed in this report is the date abbott diabetes care became aware of the medical event.